Event description:
I had a hip replacement. My dr (B)(6) used a johnson and johnson product: depuy rom. Hip joint. This joint has caused pain, I can't stand for long periods or walk any distance without severe pain. If I go out in the cold after sitting for a couple of hours the pain is so horrific I sometimes scream when I go outside. I have tendon pain in my leg every step I take. My leg swells and hurts everyday. Bending is difficult. Lifting anything 4 pounds or more is extremely painful. I have a hard time dressing myself, some days the pain is so bad. My family dr (B)(6) has tested my cobalt level at my request; the level is 2.9. I have been told I need to have the joint replaced. Due to the pain. About 6 months ago. I twisted my hip without giving it a thought while trying to get out of a chair and the joint jerked it was loose and moved it tried to pop out of the place. I went to the hosp in (B)(6) they told me the muscles would get tight against the joint again. It took a while but that does feel tighter now. The pain is getting worse it was a difficult recovery. I also had the left hip replaced and I didn't have near the difficulty with it. It is not the same kind of hip joint. It has plastic and ceramic. Not metal on metal. The dr (B)(6) tried to get synovial fluid from my hip joint and couldn't get enough to run the test he wanted to run on the fluid. The joint pain was severe from the procedure. I take pain meds continuously. And use other products to help with inflammation. Celebrex, steroids, etc. Thank you for your time if you have any questions please call me at (B)(6). Dates of use: 5 years, (B)(6) 2006 - (B)(6) 2011. Diagnosis or reason for use: arthritis join deterioration. Physical therapy at the (B)(6) hosp in (B)(6). Pt in (B)(6). Heating pad, pain medicine, percocet. Swim therapy in heated pool. (B)(6) clinic physical therapy. Three times for muscle weakness and hip pain. Also therapy for post surgery.